Event description:
On (B)(6) 2015, it was reported to animas that the pump had an intermittent power issue. No additional information was available. There was no adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/30/2015 with the following findings: there were no power issues observed in the pump black box. There was no data in the black box from the time of the reported power issue due to continued use. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump was opened and there was no damage found to the power circuit. Testing couldn¿t be completed due to a recurring, unrelated call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump was not available to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.